Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being disconnected from their continuous glucose monitor (cgm), resulting in insulin delivery stopping despite manual blood glucose (bg) entries. The agent advised the user to reconnect to the cgm or transition to injection therapy until replacement cgms arrive. The user understood. Blood glucose (bg) was not impacted. No symptoms or medical intervention reported at the time of call.